Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the devices flow sensor assembly, motor blower assembly were replaced due to life related smell. Stirring fan foam was also replaced in accordance with replacement of motor blower assembly. Since scratches were confirmed, front enclosure overlay was replaced. The exhaust fan assembly, 43micron filter, power cord were replaced due to procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An error code related to the internal battery was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.